Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was reported as due to a fungal infection. It was not reported if the patient was hospitalized for the event. The patient was treated with heparin and cephalosporin (intraperitoneal) for peritonitis. At the time of this report, the patient has recovered from the event. Pd therapy was ongoing. The reporter declined to provide additional information.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.